Event description:
It was reported that this right ventricular (rv) lead was revisioned due to an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was revisioned due to it dislodging, which was confirmed by x-ray imaging and device interrogation. No additional adverse patient effects were reported.